Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 520 mg/dl and would like to check the pump. Troubleshooting found that the customer previously had bent cannulas and currently the drive support cap was normal. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The high pressure test was explained to the customer and if issues persist, to call back to further troubleshoot.